Event description:
It was reported that a user in the first days of ilet pump use experienced hyperglycemia with a peak glucose of 401 mg/dl after breakfast, without reported symptoms, and glucose subsequently trended down to 144 mg/dl after a lunchtime meal announcement; the cause of the high glucose was unclear. Symptoms included no reported clinical manifestations associated with the high glucose. Outcomes included no hospitalization, no medical intervention beyond routine self-management, and resolution as glucose decreased. Investigation included complaint intake review and troubleshooting education on hyperglycemia management and pump use. Investigation of this case revealed no confirmed device malfunction or component issue, and no identifiable user or therapy error was established based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to link the event to a device malfunction or a user-related factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.